Manufacturer narrative:
Product event summary # no video signal in both monitors. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the system showed a linux error then it rebooted. Following this, the system was not showing video signal. No patient present.